Manufacturer narrative:
The customer returned the centrifuge to the MFR for repair. MFR evaluation of the returned ssvt-1 centrifuge was unable to determine the cause of the rt-12 rotor breaking. No issues were found with the returned centrifuge. The MFR performed all required testing to bring unit up to current safety standards, including providing a new rotor. (B)(4).

Event description:
A customer in the united states reported an rt-12 rotor broke within the ssvt-1 centrifuge during operation, noting approximately a month ago. All pieces of the rt-12 rotor were contained within the centrifuge. No sample loss was reported. Customer confirms no injuries occurred. The customer was using gloves and scrubs while cleaning up and did not report any injuries.